Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. It was later reported, "I believe we may have inadvertently created false claim. I reached out to (B)(6) to understand the correct process but not actually requiring a claim to be made." Claim# (B)(4).